Event description:
The rx voyager was inserted and advanced to the mid lad. A control angiogram was performed after the dilatation and contrast media and air bubbles were detected distal to the balloon in the distal lad and first diagonal branch. The balloon was retracted and two other dilatations were performed with the same balloon. After the third dilation, the ECG showed st elevations and the pt went into ventricular fibrillation. The pt had to be shocked with an external defibrillator (10.59 a.m.). After reanimation and intubation the angiogram showed the lad open with flow. Another co's stent was implanted. No other information was available.